Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed sensing - oversensing, 14 - ventricular non-sustained tachycardia (nst)<=215 ms between (B)(6) 2012, 5 - lfp high rate-ns <= 205 ms average v-cycle on (B)(6) 2012, in the timeframe between 09:14:54 and 09:15:43, sensing - interference/noise, and ventricular short interval count v-sic=304.6 counts average/day, in 4.74 days, between (B)(6) 2012. The save to disk review showed a lead integrity alert triggered, there were 2 - patient alerts for lead failure predictor on (B)(6) 2012, impedance - high resistance/impedance, and 1 - patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows a spike increase for maximum ventricular pace bi impedance = 513 to 1444 ohms peak between (B)(6) 2012. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay with cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head), and blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had high impedance measurements and oversensing due to a broken lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.